Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) with complaints of abdominal pain. The health care professional (hcp) was able to palpate the phrenic nerve simulation and the patient reported this was intermittent the day prior, but now constant. A chest x-ray was performed and the right ventricular (rv) lead was in the superior vena cava (svc). Technical services (ts) was consulted and recommended a boston scientific representative perform a device interrogation. A device interrogation was performed and found, patient was experiencing diaphragmatic stimulation in addition to, right ventricular (rv) lead undersening, over pacing, failure to capture, impedance issues, failure to sense and low amplitude. Additionally, at the same time of the reported observations, the patient's device feature, heart logic, increased and triggered an alert. The hcp opted to have the ICD turned off and transfer the patient to another medical facility where they could undergo an rv lead revision procedure. Subsequently, the following day, the patient underwent an rv lead revision procedure. During the revision procedure, it was found that the rv lead was twisted up, but the patient denies twiddling. The rv lead was successfully revised. Additionally, the ICD was sutured down. No additional adverse patient effects were reported.